Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that high pacing thresholds were noted on the rv lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was repositioned as it was not positioned optimally due to patient anatomy originally and subsequently exhibited low r waves. The lead remains in use. No patient complications have been reported as a result of this event.